Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00453 and 1627487-2011-00454. The pt was implanted with an scs system on (B)(6) 2010, including an ipg and two percutaneous leads. It was reported that the pt is without stimulation. In addition, the recharge intervals and recharge duration for his ipg have allegedly increased. A diagnostic test revealed low impedance measurements for all lead contacts. An x-ray was taken which revealed a bend in one of the leads near the proximal end of the anchor. Surgical intervention will be undertaken to replace the pt's leads; however, a date for the procedure has not been set.